Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5 mm hexagonal flexible screwdriver broke during a case. The procedure was completed successfully with a good patient outcome. There is no other information provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part: 03.037.028 , lot: 9298596 , manufacturing site: haegendorf , release to warehouse date: 16. Jan. 2015 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation flow: broken . Visual inspection: the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. The broken shaft is no longer attached to the handle. The device also shows a slight bow over the length of the shaft. The hexagonal drive shows worn edges but which would not impact the functionality. Agreement and confirmation with the complaint condition: the complaint condition is confirmed and the received condition agrees with the complaint description in that there is a fracture at the proximal start of the spiral cut. Dimensional inspection/document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Flexible screwdriver flexible shaft (component). The outer diameter adjacent to the start of the puzzle shaped cut measured 7.990mm which is within the specification of 8mm h7 (+0/-0.015) per drawing. Measured using micrometers om33p. The inner diameter of the shaft adjacent to the to the start of the puzzle shaped cut measured 4.07mm which is within the specification of 4mm +/-0.1 per drawing. Measured using gage pins gp 32 and gp 29. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design history was found to not impact the complaint condition. Material review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Further raw material inspection was not performed at cq as there is no indication that the material would have contributed to this complaint based on the age of the device (3+ years) and the received condition of off axis bending. Probable cause: a root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to exceeding off axis force. Conclusion: the complaint condition is confirmed as the device is broken at the proximal start of the puzzle shaped cut shaft. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.